Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 8 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted on (B)(6) due to hemolysis. The patient¿s lactate dehydrogenase (ldh) was 571 u/l, with a reference range of 101-218 u/l. Reportedly this was essentially unchanged from last ldh on an unspecified date of 1377 u/l, with reference range of 338-610 u/l. The patient was treated with heparin infusion. Coumadin was adjusted to achieve therapeutic inr. On (B)(6) the patient was discharged reportedly improved.